Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported the dermatome device was not cutting the skin. It was reported the customer did not indicate any injury or patient problems. They just want the device repaired. Additional info has been requested.